Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2017 with blood glucose was 502 mg/dl. The current blood glucose is 231 mg/dl and at the time of incident was 574 mg/dl. The customer treated their high blood glucose with syringe. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.